Manufacturer narrative:
Invewtigation conducted. Dr. Does not cites any cause for failure, therefore, it's unk. This file is closed. The reported event is ocurring at a frequency and sevierty that is considered usual for this type of dvice.

Event description:
Received report of a failure.